Event description:
Covidien auto suture structural balloon trocar x 2 was used in a laparoscopic hernia repair surgical procedure and both products showed signs of defect. The adhesive holding the gray rubber to the top of the trocar was dislodged. Upon inspection it appeared that the gray rubber/silicone piece had ineffective adhesive, with use of the second trocar the item was dislodged by the obturator and went down the trocar and deposited into the surgical site. The item was retrieved by direct visualization using the laparoscope. Both items were from the same lot. Ref report: mw5159674.